Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. During troubleshooting with tandem technical support customer did not provide all data in order to determine if fill estimate was accurate. Customer declined tandem technical support's offer to follow up. Customer's blood glucose was 212 mg/dl.